Event description:
It was reported that a guidewire fracture occurred and a portion of the device was left in the patient. A 182cm luge guidewire was advanced. However, a small portion of the wire broke off and the rest of the wire came back into the non-bsc support catheter. The physician decided to proceed and complete procedure with the device. There were no patient complications nor injuries reported and the patient remained stable. The patient was discharged the following day.

Event description:
It was reported that a guidewire fracture occurred and a portion of the device was left in the patient via maude mw5097561. A 182cm luge guidewire was advanced. However, a small portion of the wire broke off and the rest of the wire came back into the non-bsc support catheter. The physician decided to proceed and complete procedure with the device. There were no patient complications nor injuries reported and the patient remained stable. The patient was discharged the following day. It was further reported that the luge magnet guidewire became entangled inside the coronary sinus vessel. While maneuvering the wire, the tangled part broke off from the main wire.

Event description:
It was reported that a guidewire fracture occurred and a portion of the device was left in the patient. A 182cm luge guidewire was advanced. However, a small portion of the wire broke off and the rest of the wire came back into the non-bsc support catheter. The physician decided to proceed and complete procedure with the device. There were no patient complications nor injuries reported and the patient remained stable. The patient was discharged the following day.